Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the alinity I total ss-hcg reagent did not identify any related trends. The overall performance of the alinity I total ss-hcg reagent was reviewed using field data from customers. The review of field data for the complaint lot determined the median values are within the established limits and concluded that the lot generated the expected results. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I total ss-hcg reagent lot 76394ud01.

Event description:
The customer observed false positive alinity I total b-hcg results for a 50-year-old female diagnosed with infertility. The initial alinity I total b-hcg result for sid (B)(6) was 59.88 miu/ml, repeated <1.2 and <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 07p51-77 that has a similar product distributed in the us, list number: 7p51-21 / 31, with 510k/PMA/bla number: k170317. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I total b-hcg results for a 50-year-old female diagnosed with infertility. The initial alinity I total b-hcg result for sid: (B)(6) was 59.88 miu/ml, repeated <1.2 and <1.2 miu/ml. No impact to patient management was reported.